Manufacturer narrative:
Clarification to reported partial implant(d6a) date:(B)(6) 2025. Cont. E1: additional email provided: (B)(6) further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: capsular contracture grade unknown. The reported event or events are physiological complications (capsular contracture grade unknown), and device analysis typically does not help allergan determine the cause.

Event description:
Healthcare professional reported "capsular contraction". This record is for unknown side. Device remains implanted.